Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4)

Event description:
The customer contact reported the pt rec'd more blood than intended. At approx 2145, line a of channel 2 of the device was programmed to deliver a 320ml container of blood, at a rate of 195ml/hr, with a vtbi (volume to be infused), of 195ml, and the delivery was started. It was reported that 55 minutes after the delivery was started, the device alarmed the delivery was complete and the display indicated a volume infused of 195ml. At this time, the nurse noted that the blood container was empty. The physician was notified. A hemoglobin level was drawn with results reported as 11.5mg/dl. The device was removed from clinical svc. There were no adverse pt effects. No medical interventions were required. The pt remained in the intensive care unit for an extra day and was transferred to a regular pediatric nursing unit. Though requested, no add'l info was provided.